Event description:
The patient contacted animas on (B)(6) 2013 reporting that keypad is torn from down to ok button and patient stated he noticed this last week. Patient also states the contrast and up buttons were intermittently working. The patient reportedly wore the pump attached to a belt and cleans the pump with a tissue. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad was torn from the down arrow keypad button to the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding appropriately to button presses. There was evidence of contamination observed under the contrast, up arrow, and down arrow button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.